Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the third time changing the cleo 90 infusion set, with the most recent change occurring 3¿4 hours prior. The patient checked the tubing for kinks, removed the cleo from the body, administered 0.05 units of insulin, and observed insulin dripping from the tubing. There was a patient involvement and no patient harm.